Event description:
The customer reported false positive reactions were observed in the anti-b microtube of the mts a/b/d monoclonal and reverse grouping gel card lot number 082609037-08. The customer indicated the issue was resolved upon repeat testing using the same patient's red cell suspension. No erroneous results were reported. False positive test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Three returned gel card were received from the customer. Cards were not able to be used since they had been stored on their side. Retained testing with the returned samples and a known donor sample were acceptable. Batch record review indicated that there were no nonconformances associated with this lot and that it met release criteria. No definite root cause was determined, however the customer indicated that repeat testing using the same patient suspension yielded the correct result and no false positive reactivity was observed. A complaint review indicated no other complaints have been logged against this lot. This incident appears to be isolated. (B)(4). Cross reference MDR# 1056600-2009-00256, 1056600-2009-00257.